Manufacturer narrative:
Advanced sterilization products (asp) received additional information from the customer stating the load involved with the printer failure error was reprocessed. As a result, this complaint is deemed not reportable for unknown load status.

Manufacturer narrative:
(B)(4). The fse was dispatched to site to perform corrective maintenance, during which the door piston was replaced, as well as printer and interface board. Vacuum and leak tests were performed and a test cycle was completed successfully. Unit meets specifications and was returned to service.

Event description:
A customer reported a printer failure error with their sterrad 100s and it is unknown if the load was reprocessed prior to being released for use on a patient(s). A field service engineer (fse) was dispatched to the customer site. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization or high level disinfection. As a matter of policy asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.